Event description:
Consumer complaint of low blood glucose results. Caller reports that results are normally between 100-110 mg/dl before any meal/medicine. Memory shows result of 29 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).